Event description:
It was reported that during spinal surgery a screw (part 95-1505) broke. The report stated that the tip of the screw remained implanted and the screw head was discarded by the hospital.

Manufacturer narrative:
The report stated that the surgery was a spine procedure; this device is cleared for the following indications: these devices are implantable bone plates and bone screws for oral, cranio-maxillofacial procedures including: 1. Fractures. 2. Osteotomies. 3. Reconstructive procedures. 4. Revision procedures where other treatments or devices have failed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.